Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) had a revision. Additional information was received indicating that this ra lead was pulled back and was fully dislodged. Moreover, this ra lead was then re-attached and was given more slacks. This ra lead remains in service. No additional adverse patient effects were reported.